Event description:
It was reported the patient was placed with a trial lead for right side hip to foot pain pattern. The patient reported excellent coverage following the procedure. However, the following day the patient reported he felt his muscles on the right side from the shoulder down were tightening and causing him severe pain inhibiting his ability to walk. The patient turned off the stimulation but the discomfort persisted. The patient presented to the emergency room and was treated with a dose of corticosteroid and opioid pain relievers. The lead was pulled as scheduled.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.